Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the outer jacket of the driveline from the metal connector could not be confirmed through this evaluation as no photos of the reported damage were submitted and no product was returned. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by corrective action. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that separation of percutaneous lead jacket and metal portion of percutaneous lead was observed. On (B)(6) 2019, technical services performed clamshell repair. No additional information was provided.